Event description:
The report we received indicated that the sheath was received with the side-arm not completely attached to the barb; the collar was not fully snapped on, so the side-arm fell off. The problem was noticed prior to use in the patient.

Manufacturer narrative:
The exact date for this event was not available; however, it occurred sometime in the last 15 years. Before using a 6f avanti catheter sheath introducer, the side-arm was found not fully attached to the barb. No unusual handling or manipulation of the product was reported. The product could not be returned for evaluation as the complaint was reported to the manufacturer some years after the event occurred. A review of the manufacturing records could not be done without a lot number. With such limited information, it is not possible to confirm the complaint or determine what factors may have contributed to the event.